Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration extension set leaked from the filter. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in march 2022. The actual device was not available; however, a photograph of the sample and retained samples were evaluated. Visual inspection of the photograph and retained samples did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing was performed on the retained samples and no leaks were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.